Manufacturer narrative:
On february 26, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that, along with the bilateral removal and replacement, the patient also underwent right breast capsulectomy. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 325cc breast implant had a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient had undergone bilateral implant explantation surgery on (B)(6) 2020. In addition, the patient also underwent bilateral replacement with the following devices: (right) 325cc mentor memorygel breast implant catalog: smpx325 lot: 9506404 sn: (B)(6) and (left) 295cc mentor memorygel breast implant catalog: smpx295 lot: 9490859 sn: (B)(6) . Lastly, it was also indicated that a diagnosis of intracapsular rupture was seen via MRI on (B)(6) 2019. On (B)(6) 2021, mentor received additional information that indicated that the MRI taken on (B)(6) 2019 also found that within the left breast axilla is a large oval cystic collection measuring 9.6cm in length. The complication on the left breast will be reported under mrn: 1645337-2021-02080. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with an unspecified mentor gel implant on the right side, suffered breast implant rupture, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.